Event description:
The device was removed due to a "fluid loss". The pump and assembly kit component(s) only were removed.

Manufacturer narrative:
The pump was received and evaluated by the MFR. Two leakage sites were discovered. One was located in the tubing near the serialized strain relief junction. The other was noticed in the tubing near the non-serialized strain relief junction. The leakage sites were microscopically examined. At both leakage sites the tubing was separated. The cross sectional surfaces of both sites showed rough irregular tubing ends, indicating a tubing tear. Abrasion was noted on both the serialized and non-serialized tubing. Based on the info received and quality assurance's examination, qa concludes that while in-vivo the serialized and non-serialized tubing abraded against one another. Tubing abrasion suggests that positioning of the device or tubing, while in-vivo, may have contributed stress(es) to the device. These stress(es) along with the stress(es) associated with device usage over time caused the observed tubing tears.